Manufacturer narrative:
This record is a duplicate of MFR#2249697-2012-00836; therefore, this is being cancelled.

Event description:
Patient called and stated that she has been experiencing pain, immobility, pain in her groin, back pain, metallosis and hair loss since her left hip surgery on (B)(6) 2006.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she has been experiencing pain, immobility, pain in her groin, back pain, metallosis and hair loss since her left hip surgery on (B)(6) 2006.